Event description:
It was reported that this pacemaker was found to have reverted to a safety mode status. Rhythmcare provided guidance on device function and recommended device replacement. The healthcare professional confirmed the model and serial number were not available at the time of the reported observations. This device currently remains in service. No adverse patient effects were reported.